Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
Note: this report pertains to one of two encore 26 inflation devices used in the same patient and procedure. It was reported to boston scientific corporation that an encore 26 inflation device was attempted to be used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure that was performed on (B)(6) 2024. During the procedure, an attempt was made to inflate a hurricane balloon using the encore 26 syringe. During inflation, the gauge of the syringe never moved and was unable to effectively dilate the balloon. A second syringe was opened with the same result. The procedure was completed using a third encore 26 inflation device from a different lot. There were no patient complications reported as a result of this event.